Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a low sensing issue. The ra lead was not used, and the physician elected to replace it during the procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported event of p-wave amp variation was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.